Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the lead was returned in four pieces. An insulation abrasion was noted on the connector portion at 9.6 cm to 10.3 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(4). (B)(6).